Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that about 5 days ago they woke up in the middle of the night, and it felt like the stimulation turned on high and they were getting current through their body. Caller stated they turned the intensity down, but ever since then the stimulation hasn't worked. Caller added that they have tried all of the programs and increased intensity all the way up to 6.5 but still couldn't feel anything. Caller noted that they usually feel the stimulation around 4.2 or 4.5, but now they are up to 4. 8 and still don't feel anything. Caller stated they have tried going into every group and adjusted the intensity in every program, but they do not feel the stimulation no matter what. Caller stated that the stimulation did seem to help prior to this episode, and they know it helped because now they can feel the pain and stuff again. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.